Manufacturer narrative:
A visual examination of the guide wire was done under magnification. Approximately 1/8" of the tip of the guide wire is broken off. The guide wire is severely twisted for approximately a 1/4" from the broken end. The break is a torsional break that occurred when the tip of the guide wire got stuck while the remaining part of the guide wire rotated until the wire broke.

Event description:
During implantation of a acutrak screw, a guidewire was inserted. During drilling or screw insertion, the guidewire broke. The broken piece of guidewire could not be removed and was left in the patient.